Event description:
Three talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. Vessel morphology was not reported. It was reported that the physician noted a dissection and that the physician assessed that the dissection was created by the guidewire. The physician decided to take a wait-and-see approach. The patient expired four days later due to the dissection. Th physician commented that the cause of death was not related to the device. (MFR report # 2953200-2011-01653, 2953200-2011-01654).

Manufacturer narrative:
(B)(4): evaluation, results: (death). (Guidewire). Conclusions: (guidewire).